Manufacturer narrative:
A clinical investigation was performed. The pd nurse stated that the patient was released from the hospital and was currently doing well. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformance during the manufacturing process. In addition, the batch record review confirming the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported a m30-balloon vale leak and m01-13 system error during her pd treatment while in the hospital on the liberty cycler. The cycler was replaced. During a follow-up call, the pd nurse stated that the patient was admitted to the hospital due to peritonitis. The nurse stated that ther was no issues or problems with the cycler or other products which may have caused the peritonitis. Ther were no reported fluid leaks.